Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The rods were both inspected and all applicable dimensions were determined to be within specification. Excessive force placed on the spine and/or non-union may have contributed to the reported issue. The exact cause of the rod breakages could not be determined.

Event description:
A revision surgery was performed for an extension of an adjacent level. Once access was made, it was discovered that two creo rods were broken. Images taken prior to this did not show the breakages.